Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error alarm on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted and found nothing. Patient is advised to cease use of pump and resort to back up. Device will be returned once patient fill out terms. No further information available.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. The device also had minor scratches on display window and broken belt clip slot.